Manufacturer narrative:
Review of the patient records found no prior complaints or other incidents on file for this patient. The patient appears to have been getting good pain relief from the nalu system during the 18 months that the system was in use. There is no obvious reason for the impedance issues and no visual defects were observed at the time of explant. The components were not returned to the firm for further testing to evaluate the cause of the impedance errors. The patient informed a nalu representative of plans to move out of the country, to a location with no nalu representation or support. With inability to obtain the ordered MRI scan, as well as the plans to relocate out of the country, the patient felt it was best to remove the nalu system and pursue other avenues of pain relief.

Event description:
The patient was implanted with a nalu spinal cord stimulator system on (B)(6) 2023 to treat lower back and upper leg pain. On (B)(6) 2024, the patient was seen for pre-MRI testing and was found to have impedance errors on one contact of an implanted lead, and thus was unable to have the MRI. The patient requested to have the nalu system removed and a full system explant was performed on (B)(6) 2025.